Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving a shock. The right ventricular lead exhibited low defibrillation lead impedance. The device was observed to have recorded an ocd and attempt an alternative shock configuration which successfully converted the arrhythmia with a normal impedance. Further testing and programming changes were discussed. No further information was reported.